Event description:
Date of incident unknown.if a complaint investigation report is required, please address the report to:when did this occur? After useinjury caused by needle stick: yesother actions taken:was the product used on a non-human subject? Nowas the product used for insulin injection? Yes (loades for use with vial formulations)is the returned item used?if used, what is adhering to it?quantity returned: 0details of the incident (chronology, circumstances, etc.): 326631) the lodose was used with a vial of insulin. A needle stick occurred while recapping the vial. The user inquired whether syringes with safety mechanisms were available. The inquiry was made to determine if, since this was not a product defect, they could consider using syringes with the appropriate safety mechanisms if available.vcoyne 26june2026update/additional information from region - see attachments. Hello dchu team, update information:who sustained the needle-stick injury? Ward nursewas the needle involved one that had been used on the person who sustained the injury (i.e., previously used on another person)? Unknownif "yes" to ¿: did the person who sustained the injury undergo testing for infections? If so, were the results negative or positive? Unknown if "yes" to ¿: what actions were taken regarding the injured person other than testing? (No information)was the needle involved a patient-side needle or a "back-end" needle? : patient-side needle (injury occurred during recapping).etailed circumstances leading up to the injury (preparation, use, post-use, the injury itself, and the situation following the injury): a low-dose 29g needle (326631) was being used to draw medication from an insulin vial. The needle-stick accident occurred while recapping the needle after use.